Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 305 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip), the pod's cannula was found bent. As treatment the patient was able to receive a manual injection.

Manufacturer narrative:
The soft cannula was found to be damaged and below specification. The download data contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. Cracks were found on the top housing. It could not be determined when these cracks occurred.